Manufacturer narrative:
A 510k number was reported in the associated field in error on the initial medwatch. The screws for this report are unknown; therefore, a 510k number is not available. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This report is for six (6) unknown variable angle screws. The complainant parts are not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure due to pain and non-union. The patient, who was originally treated for a distal tibia fracture on (B)(6) 2015, returned to the operating room on (B)(6) 2015 to have the original hardware removed. One (1) variable angle-locking compression plate (va-lcp) and four (4) 3.5mm cortical screws were removed intact. Six (6) variable angle screws were discovered to be broken. All pieces were successfully retrieved. The patient was then revised with a tibial nail. The procedure was completed successfully. Patient status/outcome is unknown. This report is for six (6) unknown variable angle screws. This report is 2 of 3 for (B)(4).